Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold and high impedance. The lv lead was reprogrammed on 01 may 2023. The patient was in stable condition.